Event description:
It was reported that a user experienced multiple fluctuating blood glucose events while using the ilet, including hypoglycemia following post-meal exercise with a lowest reading of 45 mg/dl by fingerstick and hyperglycemia events reaching 212 mg/dl and 280 mg/dl associated with a missed dinner announcement and an insufficient lunch announcement. Symptoms were not reported. Outcomes included successful correction of hypoglycemia with oral glucose and food, and resolution of hyperglycemia by the ilet. Investigation included review of device alerts and user-reported use patterns. Investigation of this case revealed user-related factors, including missed and underestimated meal announcements and exercise after a meal, with no device malfunction reported and ilet alerts functioning during the low event. It was concluded that the cause was user-related use error and physiologic factors associated with exercise.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.